Event description:
It was reported that the inappropriate tachyarrhythmia detection was considered to be caused by the external ultralow magnetic field emitter (¿location pad¿) of the carto3 system which was inadvertently still active at that time. After switching off the location pad of the three-dimensional mapping system, no further shocks were observed and no other sources of potential electromagnetic interference were present in the electrophysiological laboratory. This complaint is part of a paper which was written and sent in by physicians of the (B)(6). The paper issued in clin res cardiol and published online on 31 july 2013. Additional information was requested, but no response has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Refer to evaluation summary manufacturer ref # (B)(4). It was reported that the inappropriate tachyarrhythmia detection was considered to be caused by the external ultralow magnetic field emitter (¿location pad¿) of the carto3 system which was inadvertently still active at that time. After switching off the location pad of the three-dimensional mapping system, no further shocks were observed and no other sources of potential electromagnetic interference were present in the electrophysiological laboratory. This complaint is part of a paper which was written and sent in by physicians of the (B)(6) center, (B)(6). The customer declined servicing so no further steps were requested from technical department. According to carto 3 instructions, the low-level magnetic fields generated by the location pad, an integral part of the carto® 3 system, might cause interference in surrounding equipment. Especially note that the location functionality of the carto® 3 system could possibly interfere with the programming of implantable cardiac pacemakers, internal cardiac defibrillator (ICD) units, or other such equipment. Carto user warned: 'do not perform pacemaker interrogation or programming while the location pad is activated. The location pad's magnetic fields might disrupt interrogation or programming'. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.